Manufacturer narrative:
A product investigation was performed. We have received two synframe ½ring f/holdingring part # 387.336 (lot # 8199195) and part # 387.337 (lot # 8199195) for investigation. Upon visual inspection of the complaint devices it can be seen that by one part the screws are missing and by the other part the screw recess is badly damaged, this thus confirming the complaint description. Chu evaluation: first ½ ring, to loss the screws, the glue section between these two screws have to be damaged, otherwise it¿s not possible to loss these screws. Second ½ ring, screw recess is badly worn from us, as a 100% function test was done when the part got produced. Based on these findings, we are able to confirm that those parts are not usable anymore and furthermore no manufacturing related issue was identified and/or confirmed. To prevent such problems, it is necessary to replace worn or damaged instruments and/or to operate according to the technique guide. Unfortunately, we are not able to determine the exact reason for this occurrence, but we have to assume that excessive force led to this damage or/and that during the operation an application error may have taken place. Based to the mentioned findings, no further investigation will be done (dimension), since the mentioned articled had been in use for more than four (4) years. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is unknown. Device is an instrument and is not implanted/explanted. Telephone number: (B)(6), zip code: unknown. A device history record (DHR) review was performed for part # 387.337, lot # 8199195: the received lot number belongs to the semifinished part 50131166, which is a component of part 387.337. Based to this we will do DHR for the part and lot combination as followed: 50131166 ¿ 8199195, manufacturing location: (B)(4), manufacturing date: 05.feb.2013: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a set was damaged, parts were missing and some of the parts were defective. Action taken to manage the problem: a novel connection method was employed to continue case in relation to defective ring, instrument with debris (glue from adhesive tape) was used but contact avoided. There was fifteen (15) minute surgical delay to procedure. No patient harm reported. During the manufacturer¿s preliminary investigation of the returned device it was identified that the screw recess is worn and the device is not functional anymore. Concomitant device reported: synframe angled rod (part # 387.344, lot # unknown, quantity 1) this report is for one (1) synframe half ring. This is report 1 of 1 for complaint (B)(4).